Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that an inflatable penile prosthesis device was removed and replaced with a spectra penile prosthesis due to infection in scrotum. It was later reported that this patient also experienced his pump "beginning to erode through the scrotum." No further patient complications were reported in relation to this event.